Event description:
It was reported that the holmium fiber made a crackling sound.

Manufacturer narrative:
Sample was received for evaluation. Records indicate the product was manufactured in accordance with all specifications and requirements. Product was visually inspected only and appeared to display some burn-like discoloration.